Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low out-of-range impedance was noted on this right ventricular (rv) lead. A gradual trend was seen from around 30 ohms to less than 20 ohms. The low impedance measurements were noticed 4 years ago. The last tachy shock was 5 years ago, reading 26 ohms. Technical services stated a concern with this downward trend, it should be consider an evaluation of the vector breakdown, as it could be indicative of an rv issue. A new lead could be considered. If replacement is decided, the implantable cardioverter defibrillator should be replaced too as it has only 10 months remaining of battery capacity. Could consider as well a commanded max energy synch shock (no induction) to evaluate the real rv impedance. Additional information was received confirming this lead will be revised. No adverse patient effects were reported.